Event description:
This patient reportedly receives little benefit from their cochlear implant. Reprogramming did not resolve the problem. Diagnostic testing showed no evidence of a device fault. The healthcare professionals have decided to explant the patient's device and reimplant the patient with a new device.